Manufacturer narrative:
After power up, the lcd screen is basically gray with some horizontal white lines running across in the middle and towards the top. The lcd screen is unable to display text whatsoever. There are multiple cracks within the lcd screen itself. Unable to perform the displacement, and self tests due to the display anomaly.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that the insulin pump had a partial display. The customer¿s blood glucose level was 270 mg/dl at the time of the incident. Customer stated insulin pump display was flashing white. The customer was assisted with troubleshooting and the display did not return. The customer was advised to discontinue use of the insulin pump and to revert to the back-up plan. The insulin pump will be returned for analysis.